Event description:
It was reported that during the implant procedure, the physician had difficulty removing the guidewire from the left ventricular lead. The guidewire broke inside the lead. The lead was implanted and the patient would be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).